Event description:
On november 16, 2023, the lay user/patient's relative contacted lifescan (lfs) united states, alleging that the patient's onetouch ultra2 meter was displaying an unknown error message. The complaint was classified based on the customer care agent (cca) documentation. The reporter stated that the unspecified error message began to appear 4 months prior to contacting lfs. The patient manages her diabetes with oral medication (metformin 1000 mg) and insulin (glargine 50 units once a day). The reporter denied the patient made any changes to her usual diabetes management regimen in response to the alleged issue. The reporter denied the patient developed any symptoms however claimed the patient had to go to the emergency room on (B)(6) 2023, where she received a blood glucose test and obtained a result which was low (exact result not reported). The reported stated that the patient was injected medication until her glucose levels increased to ¿107 mg/dl¿. The reporter was unable to recall the name of the medication. At the time of troubleshooting, the cca noted the subject meter was not being used for the first time. The cca walked the patient through resolving the issue, and the alleged issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute complication of diabetes by an hcp. The subject meter could not be ruled out as a cause or contributor to the event.